Event description:
It was reported that a pericardial effusion occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient present to the hospital with heart palpitations. A pericardial effusion was discovered. A pericardiocentesis was performed and a pericardial drain placed. No further patient complications were reported.

Manufacturer narrative:
B5 event narrative updated

Event description:
It was reported that a pericardial effusion occurred. In november 2022, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023 the patient present to the hospital with heart palpitations. A pericardial effusion was discovered. A pericardiocentesis was performed and a pericardial drain placed. No further patient complications were reported. It was further reported the patient fully recovered and was discharged six (6) days after presenting to the hospital.